Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: it was reported that the camera required a full reboot mid-case when icg was activated. The image went black and ccu stated to reboot/restart device. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the cable is the cause of this issue. This issue has been addressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.